Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operations. The patient was brought into clinic on (B)(6) 2019 and a device download was performed restoring the device. The patient did not experience any consequences.